Event description:
One patient sample with discrepant glucose results. Initial result gave 88 mg/dl; repeat gave 270 mg/dl. The good glucose value is 88 mg/dl. No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.